Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump battery could not be charged. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level ranged from 284-290 mg/dl.